Manufacturer narrative:
Results: the lantern was fractured approximately 44.0 cm from the hub and the support coil winds were exposed. Conclusions: evaluation of the returned lantern revealed that the catheter was fractured. The complaint reported the device fractured when it was fully outside the patient. If the lantern is forcefully handled while the device is outside the patient, damage such as a fracture may occur. The complaint further states that the physician experienced some kick back while advancing the second coil. Based on the reported complaint, the kick back of the lantern was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two coils using the lantern. It was reported that the physician experienced some kick back while advancing the second coil; however, the coil was successfully placed. The physician had lost access and, therefore, decided to remove the lantern. While retracting, the lantern snapped in half outside of the patient's body. Therefore, the procedure was completed using a new lantern. There was no report of an adverse effect to the patient.